Event description:
The olympus representative reported the surface of the probe on ultrasonic gastrovideoscope was floating. No patient injury reported. During the evaluation of the device, it was noted the surface of the probe was peeling. This report is to capture the reportable malfunction of the surface of the probe was peeling noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The acoustic lens was peeling due to an external factor. The bending section cover adhesive was peeling and cracked due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The adhesive on the objective lens was peeled off due to an external factor. There were scratches on the insertion part cover tube and switch box due to external factors. The ultrasonic cord was crushed due to an external factor. The paint on the air / water supply cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. The issue was detected during preparation for use. The procedure was not affected.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. Additional information was requested from the reporter. No additional information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or other factors. The event can be detected/prevented by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.